Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located distally below the knee. The lesion was mildly tortuous and there was no calcification. The lesion morphology was tight concentric stenosis. The lesion was 3mm in diameter and 20mm long with 90% stenosis before treatment. After treatment, stenosis was reported as 0%. In (B) (6) of 2005 the patient had a follow up visit. The target lesion did not remain patent since the procedure. Stade IV is also reported as an adverse event. A re-intervention is reported as surgery in (B) (6) of 2005 which involved the target lesion (and angiographic stenosis). The surgery is not described.